Event description:
The customer reported that the analyzer produced a positively biased potassium result on one patient sample. The sample displayed a millivolt pattern consistent with the presence of static. A system enhancement was added to the instrument to address this issue. The initial high potassium result was no reported to the physician, so there was no patient harm as a result of this occurrence.